Event description:
Prior to starting the procedure, the suction button was noted to be stuck. Brief attempt to trouble shoot the device, but the item is a disposable and a replacement was obtained from stock.